Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia)') and device expulsion ('surgery well went, the coils were somewhere in my uterus'). In a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: body mass index normal, menometrorrhagia and anxiety. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/worst cramping"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal disorder"). And was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes on edge"). In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("migraines"), mood altered ("very moody"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain/ horrible lower back pain"), hypotension ("low blood pressure") and drug hypersensitivity ("allergic to percocet"). The patient was treated with surgery (ablation on (B)(6) 2015, she had essure removed. And total robotic hysterectomy possible bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, genital haemorrhage, abdominal distension, weight increased, hormone level abnormal, female sexual dysfunction, hypothyroidism, bladder disorder, urinary tract disorder, nausea, tooth disorder, irritable bowel syndrome, alopecia, back pain, gastrointestinal disorder and hypotension outcome was unknown. The menorrhagia, abdominal pain lower, dyspareunia, mood altered, vaginal haemorrhage and dysmenorrhoea had resolved. The migraine and headache had not resolved. And the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypotension, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 24.7 kg/sqm. Hysterosalpingogram: in 2008, total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2014. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: reporter added. Added events: low blood pressure, surgery well went, the coils were somewhere in my uterus, allergic to percocet. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia)') and device expulsion ('surgery well went, the coils were somewhere in my uterus') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, menometrorrhagia and anxiety. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/ worst cramping"), fatigue ("fatigue") and gastrointestinal disorder ("gastroinstestinal disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes on edge"). In(B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6)-2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), migraine ("migraines"), mood altered ("very moody"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain/ horrible lower back pain"), hypotension ("low blood pressure") and drug hypersensitivity ("allergic to percocet"). The patient was treated with surgery (ablation on (B)(6)-2015, she had essure removed. And total robotic hysterectomy possible bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, genital haemorrhage, abdominal distension, weight increased, hormone level abnormal, female sexual dysfunction, hypothyroidism, bladder disorder, urinary tract disorder, nausea, tooth disorder, irritable bowel syndrome, alopecia, back pain, gastrointestinal disorder and hypotension outcome was unknown, the menorrhagia, abdominal pain lower, dyspareunia, mood altered, vaginal haemorrhage and dysmenorrhoea had resolved, the migraine and headache had not resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypotension, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. (B)(6) 2008 (discrepancy noted as per pif) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)-2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia)') and device expulsion ('surgery well went, the coils were somewhere in my uterus') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, menometrorrhagia and anxiety. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/ worst cramping"), fatigue ("fatigue") and gastrointestinal disorder ("gastroinstestinal disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes on edge"). In (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), migraine ("migraines"), mood altered ("very moody"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain/ horrible lower back pain"), hypotension ("low blood pressure") and drug hypersensitivity ("allergic to percocet"). The patient was treated with surgery (ablation on (B)(6) 2015, she had essure removed. And total robotic hysterectomy possible bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, genital haemorrhage, abdominal distension, weight increased, hormone level abnormal, female sexual dysfunction, hypothyroidism, bladder disorder, urinary tract disorder, nausea, tooth disorder, irritable bowel syndrome, alopecia, back pain, gastrointestinal disorder and hypotension outcome was unknown, the menorrhagia, abdominal pain lower, dyspareunia, mood altered, vaginal haemorrhage and dysmenorrhoea had resolved, the migraine and headache had not resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypotension, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. (B)(6) 2008 (discrepancy noted as per pif) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-aug-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia)') and device expulsion ('surgery well went, the coils were somewhere in my uterus') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, menometrorrhagia and anxiety. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/ worst cramping"), fatigue ("fatigue") and gastrointestinal disorder ("gastroinstestinal disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes on edge"). In (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), migraine ("migraines"), mood altered ("very moody"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain/ horrible lower back pain"), hypotension ("low blood pressure") and drug hypersensitivity ("allergic to percocet"). The patient was treated with surgery (ablation on (B)(6) 2015, she had essure removed. And total robotic hysterectomy possible bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, genital haemorrhage, abdominal distension, weight increased, hormone level abnormal, female sexual dysfunction, hypothyroidism, bladder disorder, urinary tract disorder, nausea, tooth disorder, irritable bowel syndrome, alopecia, back pain, gastrointestinal disorder and hypotension outcome was unknown, the menorrhagia, abdominal pain lower, dyspareunia, mood altered, vaginal haemorrhage and dysmenorrhoea had resolved, the migraine and headache had not resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypotension, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. (B)(6) 2008 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("perforation (fallopian tube(s)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, menometrorrhagia and anxiety. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and gastrointestinal disorder ("gastroinstestinal disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes on edge"). In (B)(6)2008, the patient had essure inserted. In (B)(6), the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), migraine ("migraines"), mood altered ("very moody"), irritable bowel syndrome ("ibs"), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (ablation on (B)(6)2015 and total robotic hysterectomy possible bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, abdominal distension, weight increased, hormone level abnormal, female sexual dysfunction, hypothyroidism, bladder disorder, urinary tract disorder, nausea, tooth disorder, irritable bowel syndrome, alopecia, back pain and gastrointestinal disorder outcome was unknown, the menorrhagia, abdominal pain lower, dyspareunia, mood altered, vaginal haemorrhage and dysmenorrhoea had resolved, the migraine and headache had not resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Ultrasound scan vagina - on (B)(6)2014: . Most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs received- new event gastrointestinal problem was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("perforation (fallopian tube(s)"), genital haemorrhage ("heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and menometrorrhagia. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes on edge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), migraine ("migraines"), mood altered ("very moody"), irritable bowel syndrome ("ibs"), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (total robotic hysterectomy possible bilateral salpingectomy) and surgery (ablation on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, abdominal distension, weight increased, hormone level abnormal, female sexual dysfunction, hypothyroidism, bladder disorder, urinary tract disorder, nausea, tooth disorder, irritable bowel syndrome, alopecia and back pain outcome was unknown, the abdominal pain lower, dyspareunia, mood altered, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the migraine and headache had not resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date updated to (B)(6) 2016. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events perforation (fallopian tube(s), hormonal changes on edge, very moody, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), hypothyroidism, bladder problems or changes, urinary problems or changes, headaches, nausea, dental problems, dysmenorrhea (cramping), fatigue, ibs, hair loss and back pain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia)') and device expulsion ('surgery well went, the coils were somewhere in my uterus') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, menometrorrhagia and anxiety. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/ worst cramping"), fatigue ("fatigue") and gastrointestinal disorder ("gastroinstestinal disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes on edge"). In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), migraine ("migraines"), mood altered ("very moody"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("back pain/ horrible lower back pain"), hypotension ("low blood pressure") and drug hypersensitivity ("allergic to percocet"). The patient was treated with surgery (ablation on (B)(6) 2015, she had essure removed. And total robotic hysterectomy possible bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, genital haemorrhage, abdominal distension, weight increased, hormone level abnormal, female sexual dysfunction, hypothyroidism, bladder disorder, urinary tract disorder, nausea, tooth disorder, irritable bowel syndrome, alopecia, back pain, gastrointestinal disorder and hypotension outcome was unknown, the menorrhagia, abdominal pain lower, dyspareunia, mood altered, vaginal haemorrhage and dysmenorrhoea had resolved, the migraine and headache had not resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypotension, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Reporter added. Added events low blood pressure, surgery well went, the coils were somewhere in my uterus, allergic to percocet. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.